Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ recommended asr revision - left hip. Asr xl; reason(s) for revision: pain, dislocation; description of current symptoms / problem: walk with limp and a short limp gait. Update from (B)(4) spreadsheet dated (B)(4) 2011 as follows: right hip revision (not left as above). Update: corrected implant date as per update email received (B)(4) 2012. Update received: (B)(4) 2014 - added further reason for revision: reason(s) for revision: dislocated acetabular cup causing pain and shortening and amended implant date: (B)(4) 2008.

Event description:
Revised for pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient has been recommended for an asr revision to address pain, limp, and dislocation.